Event description:
New information received notes that programming changes were made to address the under-sensing. The patient felt well after resolution.

Event description:
It was reported that the patient presented remotely. The patient's implantable cardiac defibrillator (ICD) exhibited under-sensing of premature ventricular contractions (pvcs) on the discrimination channel. No interventions or patient consequences.